Manufacturer narrative:
(B)(4).

Event description:
It was reported that via a merlin.net transmission an episode of at/af was noted due to atrial lead noise. The patient was an asymptomatic. The physician elected to follow the patient normally at this point. The lead tested electrically normal.